Event description:
It was reported that there was a thrombus inside the was. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was selected to be used. The transseptal puncture was performed successfully and then the patient was given 10,000 units of heparin. The physician inserted the was and began positioning it in the laa of the patient. After it was positioned, the physician attempted to backbleed the was by opening the hemostasis valve, but no backbleed occurred. The device was aspirated, and a thrombus was noted. The physician made the decision to remove the was from the patient so there was no possibility of an additional thrombus. A new was then used to successfully complete the procedure with a closure device implanted in the laa of the patient. There were no complications or consequences that were reported to have occurred as a result of this event.